Event description:
On 03/23/06. Nellcor puritan bennettt received a report that hte pilot balloon separated from the tube. The customer reported that the pilot balloon came off the tube during use on a patient. The clinician elected to continue use of the tube. Nellcor informed the customer that continued use of this device was not recommended.